Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. During visual inspection, the following observations were made: the two haptics (loops) were missing/detached. The lens body shows mark/depression. The condition of the lens is typically related with the removal process of the lens. The complaint issue as haptic damaged was not verified, haptic detached was verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and removed from the eye. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed on the same day due to a broken haptic. The patient remained without an implant. Additional information received that the incision was enlarged to remove the iol from the eye and a vitrectomy was performed. There were no other patient injuries during the procedure. Following the procedure, the patient had mild central corneal edema. Sutures were used. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.